Event description:
The device was attached to a person diagnosed in cardiac arrest using disposable defibrillation electrodes. The pt's downtime was reported to be at least 15 minutes and up to 2 hours. When the operator attempted to administer a shock, the device allegedly failed to charge. The defibrillation electrodes were changed but the unit again reportedly failed to charge. The operator subsequently used standard external paddles and successfully administered shocks to the pt. The pt was not resuscitated. The customer indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.